Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided to adequately evaluate the case. There is no mention of stent system failure. Factors that may be associated with low iop (hypotony) include: patient preoperative ocular condition, surgical complications during stent implantation, and patient postoperative condition and medication use. The possible root cause is that hypotony is an established risk associated with use of the stent system that is clearly specified in the product labeling. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. (B)(4).

Event description:
A doctor reported that following an uneventful glaucoma stent implant procedure, the patient presented with hypotony. Additional information was received, indicating that the patient's intraocular pressure (iop) has gone up to 10 millimeters of mercury (mmhg) from 2 mmhg and "looks well". Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).